Event description:
A durable medical equipment supplier (dme) reported an end stage cancer patient receiving hospice care expired while receiving therapy from a bi-level continuous positive airway pressure (bipap) device. During an interview, the dme stated the affected nursing home patient was using the device 24 hours a day, through a tracheostomy tube, to decrease the work associated with the patient's breathing, increase oxygen saturations, and for patient comfort. The dme further indicated the device was in an active alarm state for apnea when the patient was found expired in 2009, and that the alarm was not responded to by the caregiver when it was activated. No additional details were provided by the dme regarding why the alarm was not responded to by the caregiver, or the duration of time that had passed between the alarm activation and the time that the caregiver did respond.

Manufacturer narrative:
The manufacturer received the device for evaluation and a review of its error log files. The system error log contained an error code 52, representing an issue had occurred with the blower motor of the device that likely resulted in logging the error and the device continuing to operate and alarm as appropriate. If the device had shut down as a result of error 52, the unit is designed to display/indicate the error code e52 on the unit's display and emit an audible alarm to indicate loss of therapy. The last error code occurred in 2009. Several apnea alarms were activated in the next day, as indicated by the patient alarm log. The patient expired on that day, which indicates the device was being used by the patient during the time the error occurred and the time of death in the next day. The manufacturer was unable to duplicate the error code during operational testing of the device pca and blower assembly. Review of the complaint history data. In response to the determination the product was being used in an off-label manner, (invasively via a tracheostomy tube) the manufacturer does not have sufficient information to conclude this off-label use did or did not cause or contribute to the patient outcome. The manufacturer does believe that product labeling and instructions for use are adequate to mitigate the risks associated with the device being used inadvertently in this off-label manner (bipap s/t user manual, part number 1001249 page 5, warnings cautions and notes and page 7, intended use). To determine if the failure of the error code had previously caused or contributed to an adverse event, a review of adverse event reports for the bipap s/t was completed. No reports of an adverse event or product problem related to the error code were identified (reports reviewed included all filed during the previous four years 08/01/2005 to 07/31/2009). One complaint was identified with a similar issue of the customer using the device in an off-label manner by deactivating the apnea alarm before the device was being used on a tracheostomy patient. The patient had expired and a report was filed. Based on these finding and the data obtained through the investigation, the manufacturer concludes the device was involved in an isolated incident which had causes that were not related to the device's design and or labeling. The manufacturer therefore determines further action is not appropriate.